Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult or impossible to open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual and mechanical testing found a broken latch that was not working properly. The reported condition was confirmed. The device was disassembled and investigation found that the latch tine was broken inside the instrument body, making it impossible to latch or unlatch the handle. This damage made it impossible to open or close the device jaws for tissue sealing. This kind of damage is similar to what is seen when the user forces the latch open when the latch becomes unresponsive due to the device being left latched for an extended period of time. The investigation identified the root cause of the reported event to be user error. The user is advised to not leave the handle latched when the device is not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the surgery begins, the device was difficult or impossible to open. A new device was used to complete the procedure. There was no patient involvement.